Event description:
Transfusion reaction: date cerus received: (B)(6) 2022 (in). The patient involved in this report is 51-year-old, male. Product complaint #: (B)(4). Intercept processing set product code #: int2230b, set lot #: ce22a10l71 illuminator, serial #: (B)(4). Implicated unit din#: (B)(6). Implicated unit blood component product code#: (B)(4). Apheresis collection kit lot#: 2204082142. On (B)(6) 2022, cerus received a spontaneous serious (fatal) transfusion reaction report (B)(4) of possible unspecified transfusion reaction [pt: transfusion reaction] from an administrator/ceo of (B)(6). The initial report notified cerus of a possible transfusion reaction in a patient involving an intercept treated platelet concentrate (pc) (din#: (B)(6); blood component product code#: (B)(4); intercept processing set product code #: int2230b) transfused at the (B)(6) health center in (B)(6). She was notified of the event by a medical director of the hospital blood bank. Implicated platelet collection information: on (B)(6) 2022 07:55h - 09:18h, a single platelet apheresis collection was initiated on a trima (kit lot#: 2204082142) at (B)(6). The apheresis platelets were suspended in plasma. The donor of the implicated unit (din#: (B)(6), component product code: (B)(4)) was a 74-year-old, o negative male. He had no history of positive bacterial detection with platelet donation. The donor sample was collected for testing via collection tubing. There was no gram stain or blood culture performed on a donor's sample post-transfusion reaction. No further information about the donor was reported. On the same day, the implicated platelet component was treated with a large volume (lv) processing set and illuminated with an intercept illuminator serial number (B)(4) from 14:53h-14:58h. There were no device malfunctions of irregularities associated with the intercept treatment process reported by (B)(6). On (B)(6) 2022 12:38h, the implicated platelet component was ordered by the hospital. At 15:49h, on day 5 after collection, it was issued then transfused to the patient at 16:10h, the day before the patient expired. Other blood products collection information: on (B)(6) 2022 12:29h, pooled platelets of blood type a positive (din# (B)(6)) were ordered and transfused to the patient at 19:00h. At 14:21h, one unit of cryoprecipitate from an a positive donor (din# (B)(6)) was ordered and transfused to the patient at 15:49h. Patients clinical course: this report involves a 51-year-old male patient with significant past medical problems, who experienced a serious (fatal) event of possible unspecified transfusion reaction [pt: transfusion reaction] following transfusion of intercept treated platelet concentrate (pc). His blood group was a positive. Patient's past medical history indicated seizure (which could be the reason he was found "down"), depression, and bipolar disorder. Patient was a heavy smoker (2 packs of cigarettes daily for 10 years and, currently, one pack of cigarettes daily). Patient was a heavy drinker (at least 6 beers daily). He used to use cocaine daily and had quit daily use on (B)(6) 2018. Patient's last drink and any drug use was reportedly 3-4 days prior to admission. Home medications on report indicate depakote 500 mg twice daily and seroquel 100 mg twice daily, however, the patient stated that he does not take any home medication at this time and did not have a primary care physician. It is unknown whether the patient was on any antibiotics. The patient did not have a documented history of transfusion reaction prior to the reported event. On (B)(6) 2022 the patient was found "down" on the street not eating or drinking by a bystander and brought to the hospital emergency department (ed) by emergency medical service (ems). It was noted that the patient was homeless for many years and stated that he lived in the streets. At 09:09h, he was admitted to the ER of the hospital. At the time of presentation, patient was alert and oriented to himself as well as the place. The patient was slightly tachycardic and had intermittent tachypnea. Patient did not have chest pain, abdominal pain, nausea, and vomiting. Urine analysis showed dehydration, and elevated white blood cell count (16.3 k/mm3) otherwise, the urinalysis was normal. Patient had no known allergies. At 09:34h, his vital signs and physical examination included blood pressure (bp): 125/87 mmhg, pulse rate: 113 bpm and respiratory rate 18 rpm. At 09:47h, his oxygen saturation (o2 sat) was above 91%. At 10:03h, his blood sample was collected for culture and the results showed no growth after 5 days. At 10:14h, his comprehensive metabolic panel test results revealed low sodium 119meq/l, low calcium 6.4 mg/dl, elevated lactic acid 11 mmol/l, wbc count 16.3k/mm3, elevated alp 139 u/l, and both transaminases (ast) 474 u/l; (alt) 116 u/l. His po2 was 93 mmhg and partial pressure of carbon dioxide (pco2) 18 mmhg. He had bandemia 16 %, an inr 1.23, glucose 193 mg/dl, creatinine 5.3 mg/dl, egfr 11ml/min/1.75m2, hypoproteinemia 5.7 g/dl, hypoalbuminemia 2.6 g/dl, hyperbilirubinemia with total bilirubin 5.4 mg/dl, and creatine kinase (ck) 1600 u/l. Additionally, lipemia, icterus, and hemolysis were reported. At the same time, his blood was collected for culture and the results showed no growth after 5 days. His "blood antibody screening test", the covid test and hiv screening test results were negative. At 11:06h, his platelet count was very low at 12k/mm3, and the wbc count was elevated at 16.3 k/mm3. At 11:34h, he was admitted to the hospital. Admitting diagnosis included dehydration, substance and alcohol abuse, altered mental status, slight confusion, diffused petechial rash all over body secondary to severe thrombocytopenia (hospital did not rule out vasculitis), hyponatremia, hyperbilirubinemia, increased liver function tests (impression hepatic enlargement with no focal hepatic abnormality), rhabdomyolysis likely related to dehydration, lactic acidosis, leukocytosis, hypocalcemia, acute kidney injury (aki) secondary to dehydration, and bandemia. It was noted that "patient's severe thrombocytopenia could be secondary to underlying cirrhosis." The treatment plan was to start on oral vitamin k. At 11:55h, his temperature was 99.6°f, and at 12:11h , pre transfusion of the implicated intercept -treated pc, his temperature was 97.8f. Later, at 12:16h, his o2 saturation was 90% on room air. At 13:01h, his vital signs and physical examination included normal blood pressure, tachycardia 110 bpm, tachypnoea 30 rpm and o2 sat 90 %. His urine culture showed no growth (after 2 days incubation). At 15:06h, pre- transfusion, the patient's vitals indicated low blood pressure at 97/72 mmhg and 104/84 mmhg, respectively, and at 16:01h, the patient was profoundly hypoxic with o2 saturation at 43% on room air. His bp was 104/84 mmhg, respirations were at 33 rpm and pulse rate 126 bpm. At 16:10h, the patient began to receive the implicated unit of an intercept pc for severe thrombocytopenia with platelet count of 12k/mm3. At 17:33h, his blood pressure during transfusion spiked from 85/68 to 142/133 mmhg and the o2 saturation remained very low at 43%. At 18:10h, 2 hours after the start of the transfusion after receiving approximately 210 milliliters of intercept pc, the transfusion was stopped. At unspecified time, the patient was reported to have experienced a possible unspecified transfusion reaction [pt: transfusion reaction] . At this time, he became more tachypneic, tachycardic (140-150 bpm) then changed from being hypotensive to being hypertensive at 204/191, 257/125, and 224/161 mmhg, with persistent tachycardia (139 bpm), and hypoxemia (o2 sat 70 to 80% on room air). He was hyperventilating and was, placed on bi-pap (18:43h), and was needing a pressor support. At 18:19h, the patient was again hypotensive with bp of 97/86 and 98/45 mmhg, respectively, tachycardic at 99 bpm, and tachypneic at 27 rpm. At 18:39h, according to the hospital assessment note, there was rapid correction of na but he was in a septic shock and getting lr boluses, no schistocytes found on the peripheral smear, haptoglobin normal, ldh was high, very low platelets, which could be from sepsis." At 18:40h, the blood bank was notified of the suspected transfusion reaction with the symptoms of dyspnea, perspiration, and hypertension. The attending physician was notified of a possible transfusion reaction from the platelet transfusion that was reported to have occurred 15 minutes into the transfusion; however, "review of the medical record and transfusion forms indicated that this reaction was noted as occurring 2 hours after the start of the transfusion", which adds to the uncertainty around the onset of the patient's fast deterioration. At 18:49h, after transfusion was stopped, patient had a rapid respiratory decline with o2 levels at 66% saturation and showed labored breathing. At 20:23 the patient was intubated and placed on ventilator. The following interventions took place: benadryl 50 mg/ml IV, labetalol 5mg/ml IV, solumedrol 40 mg/ml IV, precedex drip, solu-cortef, versed 2mg IV, levophed drip. Pre-and post-transfusion direct coombs test was negative. Additional lab results post transfusion indicated that patient's fibrinogen was less than 100 mg/dl with low haptoglobin and he went into disseminated intravascular coagulation (dic) state. Patient was already intubated, sedated and on ventilator, with settings further adjusted for metabolic acidosis. Patient also received a treatment with vancomycin, clindamycin and rocephin. Treating physician was unsure if the "changes" were totally related to platelet transfusion but "definitely there were apheresis and treated platelets given". Patient experienced acute worsening of liver function, worsening of rash and urine output was also decreased due to shock, however the reason for septic shock was unknown. Patient experienced worsening of clinical status during the first 24 hours after admission and attending physician noted possible cause to be meningococcal toxic septic shock amongst others. At 19:03h, a chest x-ray and a grayscale and color-flow imaging showed normal results. At 19:20h, a transfusion bag with 178 ml of the remaining implicated intercept pc was received by the blood bank. It was not cultured and had been discarded by the time cerus was notified of the event. Nursing staff noticed the patient continued to be tachypneic, hypotensive and his heart rate was "in 140s'". He was in a respiratory distress. At 21:45, his blood creatinine was 5.19 mg/dl, indicating no improvement of his acute kidney failure. Platelet count (collected at 21:50h) was 17 k/mm3. His wbc count was 20.3 k/mm3, and the neutrophils were at 96% (manual count). At 23:35h, blood creatinine remained high at 5.37mg/dl and glucose was slightly elevated at 117 mg/dl. On (B)(6) 2022, hematology lab data showed no significant schistocytes or other evidence of hemolysis on peripheral blood smear. His total protein and albumin were low at 3.2 g/l, and 1.6 g/l, respectively, total bilirubin extremely high at 6.4 mmol/l, alp 118 u/l; and critically elevated transaminases with ast 1249 u/l and alt: 2017 u/l with conjugated bilirubin at 5.0 mg/dl. The patient was thrombocytopenic with platelet count of 10k/mm3, tachycardic at 121 bpm, ventilated with o2 sat 40% on room air. Additional labs indicated d-dimer >7650, fibrinogen <100 mg/dl, pt 19.1sec, inr 1.64 and aptt 65.2 sec. At 15:03h, his o2 saturation was 52% and 40%, respectively, and he was still on a ventilator. At 15:49h patient received cryoprecipitate. O2 saturation was 87%. His blood creatinine ranged from 5.26 mg/dl to 5.27 mg/dl (over few hours), platelet count was 14k/mm3 and his temperature was 101.6°f. At 19:00, he received 6 pack of pooled platelets (din#: (B)(6)). Transfusion was completed at 20:40h. At 20:25 his bp was 141/110 mmhg. But according to the report sent to FDA, during the transfusion, "patient remained hypotensive 75-88/50-67 mmhg, respectively, with pulse rate 87-89 bpm." Patient continued to deteriorate and "coded" (code blue). The patient died at 21:06h. No autopsy was performed. The death certificate was provided. Final/discharge diagnosis included acute hypoxic respiratory failure, septic shock, possible transfusion reaction, disseminated intravascular coagulation (dic), fever, metabolic acidosis and cardiac arrest. Investigations: cerus: on 04-aug-2022, cerus conducted a call with the primary reporter the administrator/ceo of (B)(6). It was communicated that the report was sent to FDA by medical director of the hospital blood bank as a 7 -day report. However, in spite of the report sent to the FDA, it was relayed to cerus during the call that the hospital staff did not think it (the death) was related to intercept platelet transfusion. The post transfusion intercept platelet residual bag that was returned to them was left on a quarantine shelf for a long period of time unattended, therefore, was no longer eligible to be cultured. Cerus tried to obtain the bag for pressure or leakage tests but the blood bag was no longer available as it has been discarded. The pooled platelets from the second transfusion were also not cultured. During the call it was also confirmed that no further investigation into the transfused platelets was performed by the hospital. On 12-aug-2022, cerus conducted another call with the medical director of the hospital blood bank, at (B)(6) in (B)(6). It was communicated that she does not fully believe that the reported event was a transfusion reaction to the intercept - treated pc. She just wanted to be "cautious" as the medical record showed that the patient's bp declined during the intercept platelet transfusion, then the bp spiked 2 hours after the start of the transfusion. It was also confirmed that the patient expired after a second transfusion of pooled platelets that he received one day later after the intercept platelet transfusion. On 18-aug-2022, a batch record review for (product code: int2230b, intercept processing set for large volume platelet units, lot ce22a10l71) was performed. The review of the batch records for the finished product did not indicate any out-of-limits results during testing and controls. The product met all quality requirements and specifications at the time of release. The manufacture date of this batch was 10-jan-2022. This batch was released on 22-mar-2022 and the expiry date is 30-jun-2023. The total batch size was (B)(4) processing sets. (B)(6) hospital investigation: the residual platelet transfusion bag was returned to the blood bank after the transfusion reaction and no further investigation was performed. Reporter assessment: "overall, the etiology of acute respiratory decompensation with the psoralen treated apheresis unit of platelets remains unclear. Chest x-ray at that time showed no interstitial opacities as one would expect with acute lung injury. The patient did experience a brief episode of hypotension but quickly became hypertensive, which is not seen in cases of trali or severe allergic reaction. One possibility was a possible unspecified reaction to the treated platelets. As such, the second platelet transfusion was pooled product; however, the patient's condition did not improve, and he expired 26 minutes after the completion of the transfusion." The reporter assessed the event of possible unspecified reaction to the treated platelets [pt: transfusion reaction] as severe in severity and serious due to being a fatal event. The reporter considered the causality for the event to be possible in relation to intercept blood system for platelets device and related to intercept-treated pc. Cerus medical reviewer: after assessment of all laboratory results and clinical course of this patient, cerus medical reviewer considers it unlikely that this patient suffered from an unspecified transfusion reaction to the intercept - treated platelets. The mr also believes that there was no involvement of intercept blood system for platelets device as per the satisfactory treatment records of the product and an absence of any other irregularities surrounding the blood donation and post donation period. There were no blood cultures nor plt bag cultures ordered suggesting a lack of suspicion for a tti. It is the mr's opinion (in agreement with the hospital staff) that the patient experienced a rapid deterioration of his pre-existing critical condition resulting in his demise in spite of all treatment measures taken (including intercept-treated platelets administration) and not as a result of those measures. The patient was admitted to the hospital in an end-stage condition, that included acute multiple organ failure (respiratory, hepatic, renal), with o2 saturation in the 40% range pre-transfusion, clinical parameters suggestive of sepsis/septic shock and dic (for which he was treated with antibiotics and cryoprecipitate). He failed to improve in his course in spite of all treatments given and expired a day after admission, irrespective of the intercept platelet concentrate administration on the day before. The cerus medical reviewer considered the death to be not a result of a tr to the intercept-treated platelets but a result of a deterioration of preexisting multiorgan failure, therefore, to be not related to the transfused intercept treated platelet component and to intercept blood system for platelets device.